Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was 419 mg/dl, which she did not take a correction for yet. The customer's blood glucose was high due to ice cream and other foods. The customer attempted to take a 4.4 unit bolus but the no delivery alarm occurred. The customer ran a prime and insulin exited the tubing. The customer was advised to change the entire set. The customer's blood glucose was 463 mg/dl at this point. The customer bolused with the new infusion set and it went through successfully. Troubleshooting was declined for high blood glucose. The reservoir and infusion set will be returned for analysis and replacements of each product will be shipped to the customer.

Manufacturer narrative:
Analysis evaluated three opened and used reservoirs. Inspected reservoirs snap, and septum for anomalies. None were found. Ran occlusion test as follows reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir and connector into a insulin pump. Performed pump manual prime. Visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded and no air bubbles found during analysis.